Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient called to report inaccurate reading. The tandem t:slim x2 screen was showing egv below 55 mg/dl throughout the day. The patient drank grape juice but experienced vomiting all day. When she checked her bg, it was 524 mg/dl. The patient vomited during the phone call and was advised to seek medical evaluation. Per documentation, "the patient firmly said that she is not going to do it." Follow up attempts were documented as unsuccessful by technical support. Attempts by cca nurse practitioner to call the patient on (B)(6) 2025 was unsuccessful. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.